Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A lasik coordinator reported that during creation of the flap, there was a problem with suction, which led to an unsuccessful corneal flap. The procedure was cancelled and postponed. There was no known harm to the patient. No further information is expected.

Manufacturer narrative:
Evaluation summary: a company visited the site and did not indicate identifying an issue with the system's vacuum functionality. Thus, the suction issues experienced by the customer could not be confirmed or replicated. Suction loss may occur as a result of the patient interface (pi) device losing reservoir vacuum or a damaged pi ring or tubing. Suction loss may also occur due to poor docking, patient anatomy or patient movement during treatment. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. With the information obtained, the root cause of this event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).